Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an alert of atrial fibrillation (af) episode with no electrograms (egms). Upon review, it was noted that the episode lasted around the cutoff value when the af delay was taken into account. The patient was asymptomatic and will continue to be monitored.